Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab membrane had been compromised and blood was seen in the helium tubing. The tubing was disconnected and no blood had entered the console. The customer noted their main concern was that the surgeon did not wish to remove the iab until the following day. This was due to the fact the patient was an open chest and the iab was grafted into the patient¿s aorta, which is not the method described in the device instructions for use. The getinge representative reviewed guidelines of removal after 30 minutes of immobility. The customer noted the patient is stable and no harm or change in hemodynamics is noted due to this issue. There was no patient harm or adverse event reported.

Event description:
It was reported that after 7 hours of intra-aortic balloon (iab) therapy the iab membrane had been compromised and blood was seen in the helium tubing. The tubing was disconnected and no blood had entered the console. The customer noted their main concern was that the surgeon did not wish to remove the iab until the following day. This was due to the fact the patient was an open chest and the iab was grafted into the patient¿s aorta, which is not the method described in the device instructions for use. The getinge representative reviewed guidelines of removal after 30 minutes of immobility. The customer noted the patient is stable and no harm or change in hemodynamics is noted due to this issue. A new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information - sex, age at time of event, age units(patient), updated section - describe event or problem. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood in the membrane, catheter tubing, extracorporeal tubing, and on the exterior. A sheath was not returned. The extracorporeal tubing was cut at approximately 9.6 cm from the y-fitting. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and inner lumen was performed and a membrane leak about 0.07 cm in length was detected at approximately 4.0 cm from the iab tip. A 0.035¿ guidewire was inserted through the iab and an occlusion was found but was cleared. The evaluation confirmed the reported problem. We are unable to determine how the membrane leak may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).